Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged across its length with struts distorted, stretched and raised from the balloon. The stent stretched distally over the markerband and expanded on the distal side. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer kinks across the length of the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the tortuous left anterior descending artery. A 3.00x28mm promus element¿ plus drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.